Event description:
The MFR's rep reported that the pt underwent catheter replacement. The pt had been receiving 450 mcgm/day of compounded baclofen. The dose was restarted at 192 mcgm/day. The rep reported that the "catheter volume was primed". The pump was stopped after pt displayed signs of overdose. A follow-up report will be sent if additional info becomes available to co.